Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: generalized illness health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient experienced breast implant illness, skin issues, stomach issues, extreme fatigue, worsened depression, blurred vision, red eyes, pain, gastrointestinal problems, ringing ears, runny nose, weight issues, constant infections, thyroid problems, urology issues, headaches, brain fog, shakes, numbness in limbs, and generalized inflammation. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. Follow-ups were not performed as no contact information was provided. Refer to manufacturing report number 1645337-2023-14770 for the contralateral event.